Event description:
A report was received that the patient was experiencing some weakness and numbness on the right leg. The physician believed it was not device related. No further information could be obtained.